Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 144 mg/dl and a temporary basal rate was set to address bg. Pump system check with customer found the luer lock connection was not straight/secure. No other pump issues were identified.